Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("I have huge cysts in my tubes") and endometrial ablation ("I also had the ablation done") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and pelvic pain ("its very painful"). The patient was treated with surgery (having the coils removed, leaving uterus and ovaries in place). Essure was removed. At the time of the report, the fallopian tube cyst, endometrial ablation and pelvic pain outcome was unknown. The reporter considered endometrial ablation, fallopian tube cyst and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media:fallopian tube cyst, endometrial ablation, pain" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube cyst ("I have huge cysts in my tubes") and endometrial ablation ("I also had the ablation done") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube cyst (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and pelvic pain ("its very painful"). The patient was treated with surgery (having the coils removed, leaving uterus and ovaries in place). Essure was removed. At the time of the report, the fallopian tube cyst, endometrial ablation and pelvic pain outcome was unknown. The reporter considered endometrial ablation, fallopian tube cyst and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: fallopian tube cyst, endometrial ablation, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.